Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would be unresponsive. The customer's blood glucose level was not impacted. Although requested, no additional information was provided regarding the reported issue.